Manufacturer narrative:
Correction: the previously reported ethnicity of "blank" was incorrect. The correct response is hispanic/latino.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the pacemaker exhibited backup vvi operation. The device was successfully restored. The patient was stable and will continue with regular follow up.